Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 for a planned surgical debridement for driveline infection scheduled for the next day. Upon admission the patients lactate dehydrogenase (ldh) was measured to be in the 700's and continued to climb to the 880's. The patient's urine was showing signs of hemolysis. The patient was on high intensity heparin drip and off coumadin for the scheduled debridement. The patient's pump power was in the 5-6's and there were no alarms. Log file analysis did not capture any unusual events.

Manufacturer narrative:
The onset of the patient's driveline infection was reported in MFR # 2916596-2019-03333. Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2022. No notable events or alarms were captured. The pump appeared to function as intended, and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hmii lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23dec2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii lvas IFU rev. C and the heartmate ii lvas patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, and pump pocket) and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection, as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.